Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-oct-2021. The most recent information was received on 20-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('explantation') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2021, the patient experienced myalgia ("muscle pain"), arthralgia ("joint pain all over the body"), abdominal pain upper ("very bad stomach pain"), peripheral sensory neuropathy ("peripheral sensory neuropathy") and amnesia ("memory loss"). On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 5 years 6 months after insertion of essure. The patient was treated with surgery (essure removal with removal of the uterus and fallopian tubes). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, peripheral sensory neuropathy and amnesia outcome was unknown and the myalgia, arthralgia and abdominal pain upper were resolving. The reporter provided no causality assessment for abdominal pain upper, amnesia, arthralgia, medical device removal, myalgia and peripheral sensory neuropathy with essure. The reporter commented: pain very much reduced since explantation last tuesday (B)(6)2021 (removal of the uterus and the fallopian tubes) diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('explantation') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2021, the patient experienced myalgia ("muscle pain"), arthralgia ("joint pain all over the body"), abdominal pain upper ("very bad stomach pain"), peripheral sensory neuropathy ("peripheral sensory neuropathy") and amnesia ("memory loss"). On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 5 years 6 months after insertion of essure. The patient was treated with surgery (essure removal with removal of the uterus and fallopian tubes). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, peripheral sensory neuropathy and amnesia outcome was unknown and the myalgia, arthralgia and abdominal pain upper was resolving. The reporter provided no causality assessment for abdominal pain upper, amnesia, arthralgia, medical device removal, myalgia and peripheral sensory neuropathy with essure. The reporter commented: pain very much reduced since explantation last tuesday (B)(6)2021 (removal of the uterus and the fallopian tubes) diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.